Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, deep scratches were noticed at the distal and proximal end of the shaft. Also, it was noticed that this unit could have possibly been repaired by a third party in the past. 5mm peek multifunction handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and reference. The 5mm peek multifunction handle failed the insulation integrity test at the proximal and distal end of the shaft. The probable root cause/s could be user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.